Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity) and failed the downstream occlusion detection test (reported as "fail psi test"). This occurred in the biomed service department during testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: d4: model #, d4: unique identifier (UDI) #, g4: combination product. Additional information: d9,h3, h6, h11. H11: the device was received for evaluation. During functional testing,"fail psi test and ec 345" was not reproduced. A review of the history log revealed "system error 345" messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the "failed psi test" was determined to be an out of specification downstream and force sensor. The force sensor requires calibration to address this issue. The cause of the system error 345 was determined to be an out of specification ultrasonic sensor. The ultrasonic sensor requires to be replaced to address this issue. The force sensor requires to be recalibrated and ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.